Manufacturer narrative:
Manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one 4.5 fr d/l hemostar 19 cm alphacurve hemodialysis catheter with surecuff device was returned for evaluation. Functional and dimensional evaluations were performed. The investigation is unconfirmed for decreased catheter patency due to kinked catheter, as the device functioned properly under laboratory conditions and the reported event could not be reproduced. Although a definitive root cause could not be determined, repeated clamping over the same spot on the catheter could have potentially caused or contributed to the reported event.

Event description:
It was reported that sometime post dialysis catheter placement, when the extension leg was unclamped, the lumen remained collapsed, flat, and narrow, causing restriction of blood flow, reduction in pump speed, and reduction in clearance in the dialysis treatment. It was further reported that the patient continued to received reduced-efficiency dialysis treatments. Reportedly, the device was removed and replaced. There was no reported patient injury.